Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed error code 1871. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to a blocked motor. As a result, the motor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited error code 1871. There was unknown patient involvement, no patient injury was reported.